Event description:
It was reported that the packaging seal of a minicap extended life pd transfer set was open. This was found prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified an incomplete pouch seal. The reported condition was verified. The transfer set was present on the clear side of the pouch which indicates pouching equipment attempting to seal. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.